Manufacturer narrative:
The device was manufactured 12/12/2016 - 12/13/2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was identified in the tubing of a clearlink system continu-flo solution set. This occurred before use. There was no patient involvement. There was no additional information available.